Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy), pericardial effusion and hypotension cannot be determined. Image resolution poor was related to procedural conditions as imaging was reported to be difficult due to the quality of the echo imaging. Pericardial effusion and hypotension are known possible complications associated with mitraclip procedures. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation(mr) and severe posterior 2 (p2) prolapse for a mitraclip procedure. After the initial transseptal puncture, the stiff guide-wire lost its position in the left upper pulmonary vein (lupv), and was displaced to the right atrium (ra). This resulted in performing a second puncture. The guide and clip insertion were executed according to instructions for use (IFU). With difficult echo-quality the first xtw clip was successfully deployed and placed in the center of anterior and posterior leaflet segment 2 (a2/p2). A second clip was prepped and properly introduced into the system. During the grasping process of this second clip the device got tangled in the chordae of the left ventricle (lv). Troubleshooting to free the clip was performed, but unsuccessfully. Due to the impossibility of retracting the clip to the left atrium (la) without causing damage, it was decided to place the clip with the best possible grasp in the lateral part of the a2/p2. Before deployment, a drop in blood pressure was noticed by the anesthesiologist and a pericardial effusion was confirmed via echo-imaging. A pericardial puncture was performed and the effusion could be successfully reduced by aspirating the accumulated blood (around 700ml). Afterwards, the second clip was deployed and the procedure completed. The mr was reduced to grade 2+. The patient left the cathlab in a stable condition. It was later hypothesized that the pericardial effusion could have been caused by a the non-abbott transeptal puncture device, but this cannot be confirmed.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.